Event description:
The following has been reported: biomed reported: it was reported that the pump is not recognizing secondary port. When biomed turned on the pump to test. The pump turn on, then alarmed ,then turned off. Biomed charged the pump. After charging the pump. Biomed went to test the pump. When the cassette is not in the pump. Biomed was able to program the secondary. When biomed closed the latch and inserted the cassette biomed was not able to program the secondary. Biomed inserted the same cassette into another pump and there was no problem programing the secondary. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.